Event description:
The account stated that the architect analyzer is generating aberrant troponin results on a patient sample. On (B) (6) 2009, a (B) (6) patient was hospitalized for feelings of dizziness. The patient's tropinin values were stable at 2 g/l on (B) (6) and (B) (6). On (B) (6), a new sample was tested and the result was 1.988 g/l. The account performed testing to eliminate heterophil antibodies for both samples and the results were both 0.979 g/l. The controls were within range. The sample from (B) (6) was then tested by the beckmann dxi method and the result was negative at < 0.010 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, -(B)(4) other, erratic stat troponin -results. The patient was released from the hospital on (B)(6) 2009. The patient received a troponin result of 2.048 ug/l initially on (B)(6) 2009. On (B)(6) 2009, the patient received an initial and repeat troponin result of 2.019 and 0.979 ug/l, respectively. On (B)(6) 2009, a new sample was drawn from the patient. The initial troponin result of 1.988 ug/l was received. The sample was then reprocessed to eliminate heterophil antibodies and retested on the analyzer with the result of 0.792 ug/l. The sample was retested on the beckman-dxi where the result of <0.010 ng/ml was generated. The sample was also sent to a subcontracting laboratory and the result of <0.010 ng/ml was received. There was nothing in the professional, familial, or therapeutic environment that would lead to the production of heterophil antibodies in the sample. The rheumatoid factor assay was negative. The patient has been taking 5 mg of bisoprolol daily since (B)(6) 2009. The instrument logs and reaction vessel lot numbers were not available from the date of occurrence. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The service history review found two additional incidents of the architect (B)(4), (B)(4), generated discrepant results or imprecise controls documented before this incident that were resolved by customer support troubleshooting. Based on the available information, no product deficiency was determined. Since the instrument logs and reaction vessel lot numbers were not available, the cause of the erratic troponin results could not be determined.